Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The functional test confirmed a low battery voltage; all other tests passed. The device was fully functional. Analysis did not identify a battery depletion failure mechanism because the device functioned nominally with nominal current drain when using an external power supply. No stacked chip scale package anomalies were observed during optical inspection. No hybrid related anomalies were found. The hybrid passed diagnostic system testing which included external random access memory test and built in self-test. It also passed additional current drain testing of the external static random access memory. Concomitant products: product ID: 350053 biotronik lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).